Event description:
The hcp reports via outcomes registry a break/cut of the catheter at the lumbar site resulting in little, if any, improvement in spasticity since implant in 2006. The catheter issue was detected by x-ray observation. The catheter was explanted and replaced. The pt is still experiencing symptoms of spasticity. The drug used in the pump is baclofen 2000.0 ug/ml at 0.1751 mg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the lioresal therapy commenced on (B)(6)-2006. The event was not related to the lioresal.

Manufacturer narrative:
(B)(4).